Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 657 mg/dl. Customer was diagnosed diabetes ketoacidosis. Customer was hospitalized for three days. Customer does not think that the insulin pump was the issue. Possible air bubbles in infusion set. Nothing further reported.